Manufacturer narrative:
Valve not yet returned to MFR for eval. Review of device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.

Event description:
Reportedly, an ats 3f aortic valve was implanted on (B) (6) 2009. On (B) (6) 2009, pt presented with thoracic pain, fever, dizziness, somnolent and apathic. On (B) (6) 2009, pt was given penicillin and gentamycin. Blood cultures positive for streptococcus viridans. Ats 3f aortic valve was explanted on (B) (6) 2007 due to acute prosthesis endocarditis. No pt problems were reported as a result of this event.